Manufacturer narrative:
Date sent to the FDA: 3/3/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent partial mesh excision surgery on (B)(6) 2009 during which the surgeon noted ¿multiple portions of omentum for a long distance adhered tightly to the intraperitoneal portion of the mesh patch at the umbilical level¿. It was also reported that the surgeon found ¿there was a loop of small bowel adhered for a distance of perhaps 2 or 3 inches to the mesh as well, which made the dissection much more difficult¿. It was reported the surgeon continued the procedure and discovered that ¿the adherence to mesh was so severe that it became necessary and safer to actually remove a postage stamp-size of mesh from the anterior peritoneum still adhered to the small bowel instead of trying to divide the two¿. It was reported that the surgeon also found that ¿there were a few loose segments of the mesh after our dissection took place that I thought probably it would be wise to excise and so these segments were excised and extracted. Half or slightly more of the size of the mesh layer was removed¿. No additional information is provided.